Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at 3.8 cm to 4.8 cm from the tip electrode. Abrasions are consisttent with constant friction with another implantable device.